Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that 3 days after her last set change, she began to feel horrible and was vomiting. The customer's blood glucose was in the 600 mg/dl range. The customer stated that the infusion set cannula was not bent upon removal. The customer declined troubleshooting assistance for high blood glucose and completed the outreach survey.